Event description:
Pt had open fracture of left elbow approx 2 months ago. Repair with plate, 5 screws. Approx one week ago found to have broken hardware (2 screws) at fracture site. Outcome: delayed union, surgical removal of hardware and bone graft from left iliac crest.